Manufacturer narrative:
(B)(4). Approximate age of device ¿ 21 days. The device was not returned for evaluation. The pump was not returned for evaluation. A direct correlation between the device and the reported stroke could not be conclusively determined. This instructions for use (IFU) lists bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during lvad implant on (B)(6) 2016, a type a aortic dissection occurred and was repaired. On (B)(6) 2016, a computed tomography (CT) scan showed a subdural hematoma, which was reported to be stable. On (B)(6) 2016, the patient had increased somnolence and a repeat CT showed a midline shift and another hemorrhage. It was reported that the patient had a poor prognosis and the family elected to withdraw care. The patient expired on (B)(6) 2016. It was reported that there had been no recent changes to the patient's anticoagulation regimen prior to their expiration.